Event description:
It was reported that during a lar procedure the staples were malformed after the firing. The surgeon compressed the device until unable to fire further. The indicator was set at the end of the green tissue compression/gap. The was device fired over an existing staple line. Blood leak was found and the surgeon changed hand sewing to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.